Event description:
Dr (B)(6) was doing a total laparoscopic hysterectomy yesterday and the fenestrated grasper broke off in the patient. It broke in the middle of the jaw. The customer was able to find the piece however wanted to also see if this was under a warranty. The customer has both of the pieces if you would need them. Additional information was obtained from the customer on (B)(6) 2013. The piece broke off inside the patient but was immediately retrieved. There was no patient injury and the procedure was not delayed. Additional information was obtained from the customer on (B)(6) 2013. The incident occurred on (B)(6) 2013 during a total lap hysterectomy. There was no injury to patient or staff and there was no surgical/medical intervention. There was a delay to the procedure to retrieve the broken piece. The case was completed using another grasper. The instrument was inspected prior to sterilization. The device failed while grasping the uterus. The instrument is not very old and has not been repaired.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. A follow up will be sent if new information is obtained.